Event description:
A pixel issue on the pump display was reported by the caller, which affected the customer's ability to interact with the pump and read the screen. There was no adverse impact to the customer's blood glucose level. The resolution involved technical support arranging for the pump to be replaced. Customer reverted to an alternative method of insulin therapy.